Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 03-mar-2026 against "lot number" "6008973" and similar malfunction codes: soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The review confirmed that lot 6008973 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 03-mar-2026 against "lot number" criteria equal "6008973" and similar malfunction codes: soft cannula bent/kinked/crimped after removal - blockage, soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site. The count of complaints is 8 see attachment query export for similar complaints. Conclusion: after review, only complaint (B)(4) was determined relevant to the reported issue. The other seven records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6008973 was manufactured according to the work instruction (wi) version 116 and manufactured in line 7, on 27-aug-2024 with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) 2000509 was opened during the sterilization processes actions were required. However, according to the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed. Functional testing for the reported malfunction soft cannula bent/kinked/crimped after removal -blockage. All test results were within specification as documented in the attached complaint (B)(4) test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6008973 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: roma. Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2026 due to a bent cannula leading to hyperglycemia. The blood glucose level was 420 mg/dl and ketones were high, identified as dangerous/life threatening at the time of the event. The patient was treated with intravenous saline and insulin therapy and was released from the hospital on (B)(6) 2026. No further information available.